Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that during the loading of a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+2.0/094 (sphere/cylinder/axis), the lens was damaged. There was no patient contact. Another same model/length lens was implanted and the problem was resolved. Cause of the event was due to broken forceps.